Event description:
The consumer reported that the patient had a tooth type of 4, the consumer also reported that the time of loss in reference to implantation was before prosthetic restoration.

Manufacturer narrative:
The consumer reported that the patient had a tooth type of 4, the consumer also reported that the time of loss in reference to implantation was before prosthetic restoration.